Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do be prepared to inject insulin with an alternative method if delivery is interrupted for any reason. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated; cause was not reported. Manual injections were used to address elevated bg; however, due to running out of insulin for the injections, customer went into diabetic ketoacidosis (dka). Customer "did not think of using pump to deliver a correction bolus". Customer was admitted to the hospital. Customer could not recall exact dates of admission/discharge or treatment details. Elevated bg/dka were resolved.